Manufacturer narrative:
Date of postoperative infection is unknown. This report is for an unknown quantity of unknown locking caps. Additional product codes for this report (may) include: mni, mnh, kwp, and kwq. Unknown, as specific part and lot numbers were not provided for this complainant part. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure on (B)(6) 2012 to fix the l5-s2 region. On an unknown date in (B)(6) 2015, the implanted rod between l4 and l5 was found to be broken. Thereafter, an infection was also identified. An explant procedure occurred on (B)(6) 2015 where the surgeon removed implants (partially) on the affected region at l5-s2. At this time it was discovered that the transverse connector had broken along with the rod. No new product was implanted during this procedure. This report is for an unknown quantity of unknown locking caps.this report is 4 of 5 for (B)(4).